Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support planned to guide customer through reset customer did not have charger available. Customer said he will reset the pump on his own. No additional information received.